Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal on peritoneal dialysis therapy. On (B)(6) 2012 the patient experienced peritonitis. The patient was not hospitalized. The patient reported not knowing the cause of peritonitis, however, the patient had unhooked due to some company coming over. The patient is recovering, however, still on antibiotics. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h24083, h11j07085, and h11h31070 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.